Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that there was a loss of therapy and the patient noticed symptom returning, the patient was sick with bronchitis, and the implantable neurostimulator (ins) had gradually been moving. Today she increased stimulation to 1.2 and was going to see if that would help. If not the patient would inform the doctor. The ins had been gradually moving since implant, on (B)(6) 2015. The symptoms returning and bronchitis started about a month ago in (B)(6) 2016. The patient later reported that on (B)(6) 2016 the patient was at the urologist's office and saw an interstim nurse. She checked everything and it seemed that the ins had just "settled.' The issues of the ins moving, return of symptoms, and bronchitis had been resolved. The nurse at the office had gotten the ins regulated again and "all is good." It was noted that nothing different than usual led to the bronchitis. The patient was 5 weeks getting over it and "now all is good."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.